Manufacturer narrative:
The reported events were dislodgement, failure to capture, over sensing, and the guidewire failure to advance. As received, a complete lead without the guidewire was returned in one piece for analysis. The reported events of failure to capture and oversensing were not confirmed while the reported event of the guidewire failure to advance was confirmed. Visual inspection and x-ray examination of the lead found the inner coil was bunched up/damaged consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The guidewire insertion test could not be performed due to the damaged inner coil. The s-curve hump height was measured within specifications. The cause of the reported event of the guidewire failure to advance was isolated to the inner coil being damaged.

Event description:
It was reported that the patient presented to the hospital. Upon device evaluation, the left ventricular (lv) lead was found to have failure to capture and over-sensing of atrial activity. X-ray imaging showed that the lv lead had dislodged into the atrium, and this was further confirmed by fluoroscopy. It was also suspected that the implantable cardioverter defibrillator (ICD) may not have been sutured securely during the original implant, which could have allowed excess device movement and contributed to the lv lead being pulled back. An attempt was made to reposition the lv lead, but the guidewire could not be advanced through the existing lead. As a result, the lead was extracted and replaced with a new lv lead. Patient condition was stable.